Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the customer received the following results, with two different meters, within 10 minutes: 4.5 mmol/l (mobile) and 9.0 mmol/l (compact plus). No adverse event reported. No product is expected to be returned.